Manufacturer narrative:
Product event summary: the afapro28 with lot number 17839 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments was performed and the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. During inflation, it was observed that the guide wire lumen kinked inside the balloon. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.199 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was bent when inflated externally, the inner wire was arcing inside the balloon catheter. The balloon catheter was replaced to resolve the issues despite the push button and lever being pressed. The case was completed with cryo. No patient complications have been reported as a result of this event.